Event description:
It was reported that during kit inspection, the motor of the handpiece appears to be in low speed when the throttle is depressed. There was no noted adverse event associated with this malfunction. Due diligence is complete as there is no additional information that can be provided. If additional information does become available, a supplemental report will be created and submitted.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Review of the most recent repair record determined the motor of the handpiece would not run. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details regarding the event are available.